Manufacturer narrative:
(B)(6). Indication for use. The proglide device was used in a 4f access site. The instructions for use, states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) procedure, preclose placement of the sutures were attempted in the right common femoral artery using a proglide device. The suture of one proglide device was successfully preplaced using the preclose technique. A cuff miss occurred with the next two proglide devices. The suture of the fourth proglide device used was successfully placed using the preclose technique. The arteriotomy was 4f. The sheath was upsized to 10f and then to 18f for the aaa procedure. After completion of the aaa procedure the two successfully preplaced sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Sheath 6f not 4f - correction. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that a 6f sheath was used and not a 4f sheath. No additional information was provided.